Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to diabetes ketoacidosis. Customer's blood glucose levels at the time of hospitalization 460mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The customer was released from the hospital, but was hospitalized later the same day. Customer's blood glucose level during the second hospitalization 380mg/dl. Customer was treated with 9 units of insulin. Customer was not wearing the insulin pump during the second hospitalization. Customer stated that the doctor advised him when he was hospitalized the first time, to take the insulin pump off. The customer stated that they believe there insulin pump stopped working. Unable to complete troubleshooting. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.